Event description:
It was reported that during a gyn procedure a harmonic unit was used. The end piece broke during use inside the patient. The missing piece was found. The procedure was delayed but completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: x94379. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (B)(4) image): the image provided by the customer shows the distal jaws of what appears to be a harh device. A closer look at the jaws, the blade tip was broken off. Image (monash casey july 1a.jpg): the image provided by the customer shows the broken blade tip inside a cup. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.